Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the date of initial procedure? =>the initial procedure was done in recent 2 years. No detailed information from the hospital. Was the bleeding identified intraoperatively? If so, how was it addressed? =>no, postoperatively. What color reload was used? =>black. What buttressing material used? =>no information. How was the post-operative bleeding identified? =>no information. How long after initial procedure did reoperation occur? =>no information. How was the bleeding addressed in reoperation? =>no information. Where was the site of bleeding (what structure and anatomical location)? =>no information. Were any issues noted in regard to staple formation in reoperation? =>no information. What is the current patient status? =>the patient was discharged from the hospital."

Event description:
It was reported that after a subsegmentectomy, bleeding occurred. Re-operation was performed. The amount of the bleeding was unknown. No blood transfusion was required. The surgeon commented that the staples were formed as intended and the device was worked properly during the initial procedure. It could not be determined why the bleeding occurred. The patient had already discharged.